Event description:
It was reported that there was an under infusion of cyclophosphamide (1140mg in ns 500ml; volume with overfill 587ml), which was programmed at a rate of 783ml/hr for over 45 min. At 9:43am nurse called cpc to look at the infusion, as there was only 63ml left to go but it was clear there was more than that. Nurse allowed the infusion to complete. As predicted, there was volume leftover at end of infusion. Nurse then added 25ml to empty the IV bag, also commented that normally they would need 50ml. After the additional 25ml completed the IV bag was empty and the nurse back primed per usual process for the flush. This was reported to bd representatives during their site visit. There was patient involvement but unknown outcome. Additional information received: customer states there is "no further information regarding these complaints and will not be shipping any equipment."

Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an under infusion was not determined because no products or device logs were returned.